Event description:
During outpatient colonoscopy a hemoclip was placed where a polyp was removed. The wire introducer did not release from the clip. Two add'l physicians attempted to remove wire introducer and were unsuccessful. Per MFR recommendations, the upper portion of the guidewire was cut with a guidewire near the handle. This was also unsuccessful. The pt was taken to the operating room to remove the wire. The pt recovered and was in stable condition.